Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner had been replaced but was not able to scan medications. A field service engineer reported that the technical support specialist had coordinated with the customer remotely to resolve the issue. The tss followed the attached knowledge article (jadak scanner not working), reinstalled the drivers for windows 10, and instructed the customer to scan the reset barcode. After testing, the scanner functioned correctly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a barcode scanner was failed to scan medications, required replacement. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.